Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 08.jan.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a 4.5 mm broad locking compression plate (lcp) and unknown quantity of screws on (B)(6) 2017. On unknown date, x-rays revealed the plate was broken. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed. Patient fracture was not healed, it is not known if patient was revised to alternate hardware. Patient has sustained a decrease in range of motion. No further information is available. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown. This report is for one (1) 4.5 mm broad lcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed on the returned subject device. The product was returned in a packaging different from the original packaging. The laser marking was readable. The plate is broken at hole 7 (counted from the left side). Several scratches of use at the surface and in the holes were visible. A device history record (DHR) review was performed for the affected lot, of the end products and also for its component, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the complaint condition were measured, and fulfill the specifications. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed because the plate is broken as claimed by the costumer. But the complaint is not valid from the point of view of the manufacturing site since there were no deviations to specification found. No manufacturing related issue was identified so it is not valid from the point of view of the manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: based to the received x-ray's and picture, we are able to confirm the breakage. Product was not returned and, an investigation could not be performed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the breakage did not occur on a occupied screw hole. No fragments were generated. All broken parts removed. The plate broke before bone healing (approx. One month after the surgery).

Manufacturer narrative:
Additional device product codes: hrs, hwc. Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.